Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Tandem technical support was unable to complete the system check as the customer refused to change the infusion set. Customer resumed insulin delivery. There was no reported adverse impact.